Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the t.w power supply was working intermittently. They changed out the extension cable and the hemopro device; however, the same issue occurred. The connection between the power source and the device were moved in order to make the device work. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).